Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited foreign material on the distal end around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It was possible that the user could not perform reprocessing properly due to leakage from biopsy channel and remove the foreign material subsequently, the material was not possibly eliminated due to the channel tube was detached, resulting in a loss of water tightness. The event can be detected and prevented by following the instructions for use: -bf-190 series operation manual chapter 3 preparation and inspection. -bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.